Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump failed to start after alarming ¿air in line.¿ during ¿an open chest code¿, the infusion of levophed was increased to the maximum dose. The novum pump then alarmed air in line and would not infuse. The continu-flo solution set was removed from the pump and inspected; no air was noted in the tubing line. After a few minutes of unspecified troubleshooting, the pump restarted. According to the nurse, the pump ¿was still under dosing¿, as it was further reported the nurse ¿could tell this because the medication was dripping very slowly in the chamber and did not match what ml per hour it was actually supposed to be running at.¿ no further information was available at the time of this report.